Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
Complainant alleged that during a shift check, when the autopulse resuscitation system indicated to ¿pull up the lifeband¿ and the start button was pushed, the lifeband would not retract and the autopulse¿ would not perform compressions. The autopulse also exhibited a user advisory ua 07 (discrepancy between load 1 and load 2 too large) message that was unable to be cleared despite changing out the batteries and lifeband. There was no report of any patient involvement and no additional details were provided. Please note that the date of event is unknown.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. The reported complaint of the platform displaying user advisory 7 faults (discrepancy between load 1 and load 2 too large) was confirmed through review of the archive as well as functional testing. The archive data shows that multiple ua 7 faults occurred with the platform beginning on (B)(6) 2013. The platform also displayed a ua 7 fault upon powering it up for testing. Per the autopulse® resuscitation system model 100 user guide (pn: (B)(4)), "the autopulse enters a user advisory state or the fault state when one of several conditions is detected. A user advisory generally indicates that a misalignment or inappropriate movement of the patient or the lifeband has occurred. A fault generally indicates that the autopulse has detected an inappropriate internal condition. Both conditions are typically correctable by the operator. Follow the instructions on the screen and then attempt to restart active operation by pressing the start/continue button." Per the battery hangtag - advisory codes description and action (pn (B)(4)), user advisory 7 is an indication that the autopulse® has detected that the patient may be out of position or the patient is not properly centered. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Note: utilizing the shoulder restraints may help prevent changes in patient alignment. Visual inspection was performed and no external physical damages were noted, however one load cell was loose. Load cell characterization was also performed and found the discrepancy between the load cells to be too high. (B)(4).